Event description:
During a procedure to explant and replace a lead (B)(6) product), a cook medical guide liberator and sheath were used. When the sheath was near the auricle of the heart and with all the lead released until the distal sheath end, pericardial effusion was noted by the physician. The location of the cardiac perforation was in the right auricle. The physician alleges the use of the cook medical guide liberator and sheath resulted in the cardiac perforation. The physician does not allege the use of the (B)(6) lead contributed. The patient experienced low blood pressure and the ventricle was collapsed with blood. The cardiac surgeon was brought in and more than an hour was spent to address the event including cardiac massage, drugs such as adrenaline, and blood transfusions. The chest was opened and a break in the right auricle was observed and attempts to resolve where attempted. The patient passed away on (B)(6) 2024. Cause of death was ¿the right auricle was broken and enter all the blood in the ventricle and collapsed the heart.¿ disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).